Event description:
It was reported that during a vena cava filter placement procedure, one arm of the filter found to be allegedly crossed with other legs in angiography. It was further reported that there was an incomplete deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4 h10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, one arm of the filter found to be allegedly crossed with other legs in angiography. It was further reported that there was an incomplete deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two photos were provided and reviewed. The first shows the denali filter with all limbs present, and two legs noted to be crossed, and second photo shows the denali jugular filter kit labeling details which match with the information available. No specific anomalies were noted. A single-frame fluoroscopic image was provided and reviewed. The image depicts the device in the inferior vena cava introduced from a jugular access. The filter is deployed yet not released from the delivery system. The image is sufficient quality but does not convincingly illustrate that the filter¿s legs are tethered. One denali filter was received for evaluation. On visual evaluation, the filter appeared to have blood residue and tissue throughout. No anomalies were observed to the filter legs. No functional testing done. Therefore, the investigation is inconclusive for the reported activation failure including expansion failures as no objective evidence was provided to confirm the event. A definitive root cause for the reported activation failure including expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.